Event description:
An optometrist reported a pt with rebound uveitis following unilateral photorefractive keratectomy (prk) in the left eye. The pt also presented with superficial punctate keratitis (spk) and dry eye. The pt reported experiencing burning sensation, tearing, and that her eyelid was droopy after the treatment. The steroid drops were increased. Additional information received from the optometrist indicated that the event resolved with the treatment. The pt continued to report that her eyelid was droopy, which made her eye appear smaller. Per the optometrist, in her opinion, the laser did not cause or contributed to the event. No further information is expected.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).